Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus medical systems corp. (Omsc). Omsc checked the device and duplicated the reported phenomenon. In addition, as a result of the evaluation, the following was confirmed. -when the bending section of the device was angulated, the endoscopic image went black. -there was no leakage from the device. -the adhesive of the bending section rubber was chipped. -the bending section rubber was scratched. -when the insertion unit was disassembled, the ccd cable inside the bending section was buckled. In addition, when the buckled part of the ccd cable was shaken, the image abnormality was reproduced. Therefore, it is possible that the buckled part of the ccd cable was broken or short-circuited. When operating the bending section, the built-in ccd cable also bends in the same direction, so there is a possibility that the buckled part of the cable was broken or short-circuited, causing an image abnormality. The exact cause of cable buckling could not be conclusively determined. However, because the adhesive of the bending section rubber was chipped and the bending section rubber was scratched, there is a possibility that an unexpected stress was applied and a load was applied to the ccd cable, due to the temporary disorder of the arrangement due to the stress applied from the outside such as a trocar. In addition, chipping of the adhesive of the bending section rubber and scratches on the bending section rubber may have been caused by an unexpected load due to the application of some external stress, such as contact with a trocar. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was returned to omsc for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparing for use before the laparoscopic procedure, when the device was connected to the olympus video system center otv-s190, the monitor screen went black. The user replaced the device to another device owned by the user facility and completed the procedure. There was no report of patient injury associated with the event. The user performed autoclave sterilization after precleaning the device.